Event description:
On (B)(6) 2013, the patient contacted animas, alleging a power (battery life with damage/moist) issue. It was reported that the pump exhibited short battery life for the last battery changes. The patient has used multiple batteries from different battery packages. Crack noted to the battery compartment was also reported. The patient stated he went into the water with the pump 3 to 4 weeks ago and noticed condensation behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 10/02/2013-device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2013 with the following findings:a review of the pump¿s history showed evidence of multiple low battery and replace battery warnings. Evidence of excessive battery use was observed in the pump¿s history and evidence of moisture was found in the battery compartment. The pump was returned with a cracked battery compartment. The battery cap was able to fully tighten on to the pump and no power loss was observed. The current draws were found to be out of specifications due to an unidentified failure on the internal circuit board. The pump cover was opened and no further evidence of contamination was found internally.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.